Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, in-house testing of a retained kit of the complaint lot, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 80168ud00 and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for the lot 80168ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 80168ud00 was identified.

Event description:
The customer reported falsely decreased alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one male patient. The following data was provided (customer¿s normal value for men is < 5.10 pg/ml): sid (B)(6): on (B)(6) 2026, at 10:20 am result = < 5.10 pg/ml. On (B)(6) 2026, received an inquiry about this result being questionable, the customer repeated the sample and generated a troponin-I result of 556.78 pg/ml. It was noted that instrument error messages were generated prior to patient testing. Those error codes included 1402 (unable to perform test. Activated read failure) and 1403 (unable to perform the test. Final read failure). There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: complete sample ID is (B)(6).

Event description:
The customer reported falsely decreased alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one male patient. The following data was provided (customer¿s normal value for men is < 5.10 pg/ml): sid (B)(6) on (B)(6) 2026, at 10:20 am result = < 5.10 pg/ml on (B)(6) 2026, received an inquiry about this result being questionable, the customer repeated the sample and generated a troponin-I result of 556.78 pg/ml. It was noted that instrument error messages were generated prior to patient testing. Those error codes included 1402 (unable to perform test. Activated read failure) and 1403 (unable to perform the test. Final read failure). There was no impact to patient management reported.

Manufacturer narrative:
This supplemental MDR is being submitted to correct section h10- related reports number to incorporate the MFR number submitted for the alinity I processing module, as an investigation was performed for both the alinity I stat high sensitive troponin-I assay and the alinity I processing module for this incident. Update: below is a comprehensive summary of the investigations performed for this incident. The alinity I processing module (03r65-01), serial number (B)(6) and alinity I stat high sensitive troponin-I reagent, lot 80168ud00, were both investigated for this customer issue. A review of the instrument service history for the alinity I processing module, serial number (B)(6), revealed that the bulk solution level sensor was replaced and no further discrepant results were reported. Tracking and trending for the alinity I processing module did not identify any related trends or similar issues. Manufacturing documentation was reviewed and did not identify any nonconformances or deviations for the module. Furthermore, labeling was reviewed and adequately addresses the customer issue, which includes guidance for troubleshooting erratic or discrepant results. An investigation into the alinity I stat high sensitive troponin-I assay, lot 80168ud00 was performed. Data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issue. The ticket search by lot was performed and found that the alinity I stat high sensitive troponin-I assay, lot 80168ud00 is performing as expected. Additionally, a review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify any trends. Accuracy testing was completed utilizing an in-house retained kit of lot 80168ud00 and panels which mimic patient samples. All specifications were met, indicating that the lot is performing acceptably. Worldwide field data was reviewed to assess the performance of the alinity I stat high sensitive troponin-I assay. The review showed that the median patient result for lot 80168ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 80168ud00 and the complaint issue. Furthermore, labeling for the alinity I stat high sensitive troponin-I assay was reviewed and adequately addresses the customer¿s issue. Based on the investigations performed, no systemic issue or product deficiency of the alinity I processing module serial (B)(6) or the alinity I stat high sensitive troponin-I reagent lot 80168ud00 were identified.

Event description:
The customer reported falsely decreased alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one male patient. The following data was provided (customer¿s normal value for men is < 5.10 pg/ml): sid (B)(6) on (B)(6) 2026, at 10:20 am result = < 5.10 pg/ml on (B)(6) 2026, received an inquiry about this result being questionable, the customer repeated the sample and generated a troponin-I result of 556.78 pg/ml. It was noted that instrument error messages were generated prior to patient testing. Those error codes included 1402 (unable to perform test. Activated read failure) and 1403 (unable to perform the test. Final read failure). There was no impact to patient management reported.